Event description:
The account alleged the tires are rotating while the unit is in brake.

Manufacturer narrative:
The technician found the head pin bolt was missing from the linkage at the foot of the stretcher. He replaced the head pin bolt and secured the linkage at head as well.